Event description:
It was reported that a malfunction occurred on the pump, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy and was sent a replacement pump by technical support. The customer was informed about the updated software on the new pump and acknowledged the instructions for returning the faulty pump to tandem.